Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the 5 pedicle screws was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and 4 of the screws were replaced (re-positioned) successfully with fluoroscopic guidance, without the aid of navigation, at the very same surgery; the surgeon decided to remove the screw in the right side of c1 and did not attempt to replace it. The final screw placements were correct as intended, and the final outcome of the surgery was successful as intended. There was no harm or negative effect to the patient due to the deviating screw placements, neither due to the prolong of surgery/anesthesia (of ca. 2 hours). There were no further remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the screw placements at t6, and t7 can be attributed to the following- a movement of the navigation reference array during the surgery due to a not sufficient rigid fixation of the reference attachment at the t6 spinous process. The necessary rigidity of the reference array could not be achieved because the teeth of reference array were not sufficiently clamped on the bone. Additionally, the reference array was attached to a fractured spinous process at t6; the fracture may have caused further instability of the reference. A relative movement of the vertebrae operated on (e.g. T6 and t7) in relation to the vertebrae with fractured spinous process, on which the reference array was attached (t6), leading to a shift between the navigation display of the image dataset and the actual patient anatomy. This relative movement occurs due to a non-rigid connection of the bones when applying forces during the surgery. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. Apparently the resulting deviation of the navigation display during the surgery was not recognized by the user before the placement of the pedicle screws with the necessary navigation accuracy verification throughout the procedure. Note: per the information provided by the user surgeon, the screw at right side c1 was also misplaced. However since c1 was not included in any scan imported to and used with brainlab navigation from the day of the case, it can be concluded that navigation was not used for hardware placement at c1. Navigation hence did not cause or contribute to misplacement at this level on the right side. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for a burst fracture at t4/5 with planned placement of 10 k-wires and 10 pedicle screws in the cervical and thoracic vertebrae, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on vertebra c7. Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Breathing was halted during the scan. Used the navigated brainlab pointer to define an incision and entry point. Used the navigated brainlab drill guide with depth control set at 10mm to drill 10 mm into the left and right pedicles at c1, t3, and t4. Used a non-navigated non-brainlab cannulated probe to place 6 k-wires at the left and right sides of c1, t3, and t4. The 6 pedicle screws in c1, t3, and t4 were placed with a non-navigated non-brainlab screwdriver, following the k-wires. Performed an intraoperative fluoroscopic confirmation scan using the non-brainlab 3d c-arm and determined the right c1 pedicle screw was misplaced laterally a few mm with too little convergence. Removed the right c1 pedicle screw and did not replace it. Attached the navigation reference array on vertebra t6. Performed another 3d fluoroscopy scan using the non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Breathing was halted during the scan. Used the navigated brainlab pointer to define an incision and entry point. Used the navigated brainlab drill guide with depth control set at 10mm to drill 10 mm into the left and right pedicles at t6 and t7. Used a non-navigated non-brainlab cannulated probe to place 2 k-wires and used a non-navigated non-brainlab screwdriver to place 2 pedicle screws over the k-wires. Calibrated the non-brainlab cannulated probe to the navigation, and used the navigated probe to place the final 2 k-wires and used the non-navigated non-brainlab screwdriver to place the final 2 pedicle screws over the k-wires. Performed another intraoperative confirmation scan using the 3d c-arm and determined that all 4 screws in t6 and t7 were not placed as intended: placement deviated by ca. 5mm superior from the intended position, and into the disc space. Re-placed (re-positioned) the deviating 4 pedicle screws in t6 and t7 to the correct position under fluoroscopic guidance without navigation. Completed the surgery successfully as intended. According to the surgeon: the deviation of the 5 pedicle screws was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and 4 of the screws were replaced (re-positioned) successfully with fluoroscopic guidance, without the aid of navigation, at the very same surgery; the surgeon decided to remove the screw in the right side of c1 and did not attempt to replace it. The final screw placements were correct as intended, and the final outcome of the surgery was successful as intended. There was no harm or negative effect to the patient due to the deviating screw placements, neither due to the prolong of surgery/anesthesia (of ca. 2 hours). There were no further remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.